Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4). Cross reference complaint ID: (B)(4).

Event description:
It has been reported, all 3 scopes were used in the same case. The first 2 didn't take the fiber through the instrument channel and the 3rd malfunctioned electronically and the image started showing interference, discolored to greens and purples, and then ultimately went away completely. No death or (unanticipated) serious deterioration in state of health reported. Cross reference MDR: 1221826-2026-00829. 1221826-2026-00830.